Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that when the health care provider (hcp) took the lead out of the box for implant, the tip was bent. The hcp used a new lead to complete the operation. No pt symptoms or injury were reported. A f/u report will be sent if add'l info becomes available.